Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device responded properly to button presses. No unresponsive buttons noted. No damage noted on the keypad traces. Device alarmed failed battery test after battery insertion due to corroded battery tube. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabeticketoacidosis on (B)(6) 2019 with blood glucose of 618 mg/dl at the time of incident and current blood glucose level was 269 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. The insulin pump will be returned for analysis.